Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (270 mg/dl), although a bolus for the food consumed at breakfast had been delivered. The customer did not know the cause of the high bg. The customer delivered a bolus to address the high bg. A pump system check was performed an no device issues were identified. Customer changed out all supplies and bg began trending downward.